Event description:
Rptr experienced breast deformities and asymmetry, hematomas of left breast, foreign body reaction, lymph nodes in breast, fluid collection, peptic ulcers, fevers, inflammation, breast hardness, bronchitis, sinusitis, reflux esophagitis, hiatal hernia, fibrosis, degenerative spondylosis, severe neck pain and numbness, carpal tunnel syndrome, arthritis, degenerative joint disease, implant hardening, pain in breasts, back and neck, severe headaches, connective tissue disease, capsular contractures, fibromas, joint pain, swelling and stiffness, muscle fatigue, swelling fingers and hands, thick skin, skin rashes, fatigue, sleep problems, swollen glands of neck, hair loss, coldness of extremities, visible implant wrinkles, implant migration, leakage, chest itching, arm stiffness and difficulty breathing.